Event description:
Baxter (B)(4) received a report of a colleague infusion pump with pump head locked in the open position. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a pump head lock in the open position was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective pump head module. The pump head module was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.